Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 17jul2024, it was reported that the wire guide was not withdrawn or manipulated through the needle.

Manufacturer narrative:
E1 - (B)(6). E3 - occupation: clinical nurse consultant. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that wire guides included in the thal-quick chest tube set were found to be bent and unraveled during an unknown procedure on a 79-year-old male patient. The first wire guide was found to be bent when the package was opened, and the second wire guide started bending as it was being inserted into the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Photos of the complaint device provided by the customer show one bent wire and one unraveled wire. Additional information regarding event details has been requested but is currently unavailable. This report captures the unraveled wire guide.

Manufacturer narrative:
Additional information: d4 - model#. Investigation ¿ evaluation: a facility informed cook on 04jul2024 of an issue with two c-tqts-1400 (thal-quick chest tube sets) from lot 15898391. The customer stated that upon opening the package, the wire guide appeared to be unraveled. Another product was opened, but the wire bent during insertion. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of complaint history, device history record (DHR), quality control, specifications, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a provided photo shows the wire guide unraveled near the distal solder joint. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one related non-conformance for broken wire in which all nonconforming devices were scrapped. A complaint history search identified one other event reported for the reported complaint lot; this event captures the second wire guide that bent during the reported procedure. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [c_t_thal_rev11] supplied with the device states the following in consideration of the reported failure mode: ¿how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile in package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, the provided photo, and the results of the investigation, cook concluded the cause of event to be component failure unrelated to any manufacturing or design deficiencies. It¿s possible that the wire guide was damaged during shipping and wasn¿t noticed until the user removed the device from the packaging; however, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.